Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The reporter indicated the use of a qualified associated cartridge with an unspecified company handpiece. It is unknown if a qualified handpiece was used. Two viscoelastics were indicated, only one is qualified for use with this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. It is unknown if a qualified handpiece was used. Two viscoelastics were indicated, only one is qualified for use with this lens/cartridge combination. It is unknown which viscoelastic was used in the device. The IFU(instructions for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, cracked iol was noted, lens was explanted at initial procedure. There was no patient harm and the surgery was completed with same model lens without any abnormalities. Additional information was requested, but no further information is available.